Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, hair loss, palpitation, anxiety, fatigue, finger pains, numbness, heart pounding, and "chest weakness" occurred. A 2.25x16mm taxus express2 atom drug eluting stent and 3.50x18mm promus drug eluting stenting were deployed in the left circumflex (lcx). Post the initial stent placement, the pt reported he is "losing a lot of hair" for about the past one week, and the hair loss is significant. The pt is getting "palpitations from time to time "since having the stents placed and is "a little anxious." Upon follow-up with the physician, the pt initially presented with a myocardial infraction and had the taxus express2 atom stent placed in a distal lcx and a promus stent was placed in the right coronary artery (rca). The pt has had multiple somatic complaints since his procedure beginning the same day the procedure was performed. In addition, he also had complaints snf a history of multiple issues prior to the initial stenting procedure. Since the procedure, his complaints have been: fatigue, finger pains, numbness, heart pounding, "chest weakness", and now hair loss, medications: lipitor, plavix, and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.